Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on 09/26/2017 and absorbable straps were used. During use, the device stapled correctly, but staples would not hold. The procedure was completed with a like device. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). The analysis results found that the strap25 device was returned with no damage in the external components. In addition, foil pouch was received. In an attempt to replicate the reported incident, the provided device was activated manually. Fired 16 straps then locked out, however, the straps were fire intermittently. The instrument was disassembled; upon disassembly, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident.